Event description:
It was reported that balloon ruptured occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inital inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.